Event description:
It was additionally reported that there was a 30-minute or greater delay in the procedure.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00049.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b1 to product problem only, d4 - serial #, h1 to malfunction, and h6 health effect - impact code updated fields: d8, h4 - device mfg date this event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should be product problem only, and b2 should not be marked at all. H1 should be malfunction. The h6 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur. The customer contacted olympus technical assistance support (tac) via phone call. The technical assistance center (tac) provided remote troubleshooting and determined that the reported issue was scope-related. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device displayed a frozen image. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.